Event description:
No additional information at this time.

Manufacturer narrative:
(B)(4). No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for this item. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the lateral head trial cracked during a trial reduction. There is no reported harm or injury to the patient. Due diligence is in progress for this complaint; to date no additional information has been received.

Manufacturer narrative:
(B)(4). G2: foreign: new zealand . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.